Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09-jul-2019 with the following findings: a battery cap was not returned with the pump for investigation; a test cap was used to complete the investigation. The battery cap was unable to be secured properly to the pump due to damaged to the battery compartment; striped/damaged threads. The alleged power issue was duplicated due to the damaged battery compartment. A test battery cap was used for investigation . Due to the damaged compartment the battery cap is unable to secure causing pump to loss power and reboot. Battery cap was not returned with the pump. The pump has battery compartment cracks from threads to case seal on both sides of grip pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.